Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. Data was provided for investigation. The problem could not be confirmed. The root cause was determined to be restart detection. No injury or medical intervention was reported.